Event description:
It was reported that the customer received a no delivery alarm on the insulin pump and a failed battery test a couple of days later. It was stated that the no delivery alarm was resolved by a complete set change and was a past event, thus no troubleshooting could be performed for that particular issue. Troubleshooting was performed for the failed battery test. A crack was noted near the battery cap, caused by over-tightening it. The customer's blood glucose was 300 mg/dl. It was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No excessive no delivery alarm could be verified due to the prime anomaly. The insulin pump was received with normal operating currents and no unexpected failed battery alarms were noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).